Manufacturer narrative:
(B)(4). To date the unit has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a bladder resection the surgeon set the ft10 generator to 50 watts, which is what had been previously used with older conmed units. During the procedure, a hole was burned in the bladder. The surgeon believes the power output may have contributed and lowered the watts to 35 with acceptable results. Patient is fine. Over sewn of the bladder was performed to address the issue.